Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device was not returned for eval. An investigation could not be conducted and no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
It was reported that the surgeon noticed a broken tip and bent tip on the self retaining screwdriver during an anterior cervical fusion procedure. There were no broken pieces left in the pt. The surgeon used a screwdriver from another set to complete the procedure without incident. This is report 1 of 2 for the same event.